Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. The device history record, DHR, of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. The product involved was released meeting specifications. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. There is no recall associated with this complaint file. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 4 of 5 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler, and a new cycler was issued to the patient. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). An alternate treatment option was available. Upon follow up, the registered nurse (rn) stated the patient is trained on performing continuous ambulatory peritoneal dialysis (capd), and confirmed that the patient was able to complete peritoneal dialysis treatment using capd in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler, which is working well, and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded, and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.